Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 6 malfunction events, where it was reported the zoom disengages during use and the zoom suddenly stops.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the zoom disengages during use and the zoom suddenly stops. There was no patient involvement.